Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis and a break of aseptic technique in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, which did not involve hospitalization. On the same day, the patient started treatment with reflin (1gm once daily, ip) and tobramycin (40mg once daily, ip). The peritonitis was resolving and it was not reported whether the break of aspetic technique resolved. Dianeal therapy was ongoing, as was remedial therapy with reflin and tobramycin. The nurse stated that peritonitis was not related to dianeal therapy. A statement of causality was not provided for the break in aseptic technique.